Event description:
During a post operative visit, an x-ray detected that the rod moved in a superior direction, making another surgery necessary to correct the problem. During the revision surgery it was found that three set screws loosened, this caused the rod to move. The rod and three set screws were replaced. The three set screws had the same lot number. The rod part number is 62004-07. The rod lot number is 605603b.

Manufacturer narrative:
The device history record of both parts involved were reviewed. The evaluation of the device history records do not reveal any quality concerns. The distributor (B)(4) who reported the incident on (B)(4) 2007 at 1:15pm by phone and explained the incident in more detail. He indicated that user was using custom made instruments during the procedure. He said he would contact regulatory affairs by electronic mail to give the proper information about custom parts used during the procedure. Regulatory affairs explained they would send an electronic mail requesting the information. Regulatory affairs have made several attempts for this information, with no response from the distributor. The parts removed from the patient were not returned to alphatec spine. The parts were not available for evaluation. Information regarding customer made instruments used during the procedure has not been obtained. The complaint cannot be confirmed and a root cause cannot be identified.